Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. When deploying an aortic extender (pla280300j) just below the renal arteries (ras), it moved a little proximally and half-covered the right ra. The blood flow was intact, but a bare-metal stent (express sd) was placed in the right ra just in case. No further problem was found. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code b15: the imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic jpeg image available for evaluation. No name, date, or demographics on the image. There is an aortic extender present at the proximal end of the excluder aaa endoprosthesis extending proximally. The extender appears to cover a portion of the right renal artery (rra) origin. There is flow in the rra, however, the flow is decreased in comparison to flow in the lra. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code d1101 has been added to investigation conclusions. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), aortic extender of catalog number with pla is not approved for use with gore® excluder® conformable aaa endoprosthesis with active control system. Also, it is not approved for use for proximal aortic neck angulation >60 degrees.